Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and visually inspected. The dome of the mode switch is missing. The foot switch has chipped paint on the housing and looks to be well worn. The inspection showed that there three layers of electrical tape placed over the cable where it exits the housing of the foot switch. The tape was removed, and the outer jacket and inner conductors of the cable were cut. The device was not tested for safety purposes. This complaint can be confirmed. This failure can be attributed to fair wear and tear. The cable jacket rubs against the metal sleeve where it exits the foot switch housing. The foot switch is about ten years old. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep via phone that during a knee arthroscopy procedure both pedals on the customer's vapr 3 foot pedal are not working when pressed. The procedure was completed with another foot pedal with no patient harm or surgical delay to the case. The sales rep was not present for the case therefore could not provide any further information. The device will be returning for evaluation.